Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
It was reported that there were high impedance measurements during a battery replacement and the existing lead was "being kept." It was stated that there were impedance measurements of >4000 ohms on "all or some" unipolar pairs and on all bipolar pairs. It was not known if the patient had any impedance issues prior to surgery. After increasing default test values and re-running test, it was noted that only "case <(>&<)> 0, case <(>&<)>1, and 0 <(>&<)>1" measurements were within normal impedance range. No further information was given. A supplemental report will be sent if any additional information is received.